Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available sensing trend curve showed values between 2mv and 6mv from (B)(6) 2018 to (B)(6) 2018. In the same period the pacing threshold was found fluctuating between 1 and 2v, with a single peak to about 3v in (B)(6) 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approx. 38 months, undersensing was reported. This lead was explanted.